Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd ultra-fine¿ pen needle had no insulin flow during priming or the injection. The following information was provided by the initial reporter: "consumer stated, when priming, no insulin flows stated, sometimes she will try to take injection with pen needle that does not prime but it doesn't work stated, does not re-use"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pen needle had no insulin flow during priming or the injection. The following information was provided by the initial reporter: "consumer stated, when priming, no insulin flows stated, sometimes she will try to take injection with pen needle that does not prime but it doesn't work stated, does not re-use."